Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. The operator did not attempt to troubleshoot the alarm or perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide stated to check the waste fluid for the presence of blood, if pink tinged terminate treatment and rinseback blood. The disposable cartridge was not available for eval. The exact cause of the blood leak alarm cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding troubleshooting alarms and performing rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.